Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1120905) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional that a male patient underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the right common femoral artery (rcfa) via a 6f sheath. A pre-procedure femoral angiogram revealed the stick to be at the mid-femoral head and there was no significant peripheral vascular disease (pvd). The patient's blood pressure pre-procedure was reported to be 135/85 mmhg and he was anticoagulated with angiomax peri-procedure. Following the procedure, the physician who is in training with an aci sales professional proctoring the case, chose the cadence to close the femoral artery. It was reported that the prep technique was good and the physician deployed the sealant with 1-minute swell and 5-minute hold. After the 5-minute fingertip hold, the accessed site was soft and covered with a tegaderm. The cadence achieved successful hemostasis. The patient was taken to the recovery room. After 10 minutes, the accessed groin was inspected and oozing was observed. There was also a "baseball-sized" hematoma. The radiology technologist (rt) applied 20 minutes of manual compression and the oozing and hematoma were resolved. The patient's bed rest was extended to 6 hours after which the patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.